Manufacturer narrative:
(B)(4). Concomitant medical products: item #192015 echo bimetric stem lot #182910; item #163669 cobalt chrome head lot #j6092024; item #010000733 g7 acetabular liner type arcom xlm, lot #6167569. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced bursitis at the psoas tendon approximately 10 months post-implantation. Additional information was requested, however no information was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies would contribute to reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at the time of this report.